Event description:
The customer obtained results of 85mg/dl and 179 mg/dl on the same device within 5 minutes. No treatment received and no adverse event reported. No valid quality controls were used. Requested return of suspect device and replacement was sent.